Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: dtmb1d4 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that just over a week after a routine device changeout procedure, alarm tones were heard. Oversensing and noise was noted on the right ventricular (rv) lead. During the lead revision procedure, the setscrew was reset; however, the noise remained present. A fracture was suspected. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.